Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2006, this patient underwent endovascular repair using a gore-tag thoracic endoprosthesis. In 2008, a reintervention occurred where an additional gore tag thoracic endoprosthesis was implanted. Further investigation is pending.